Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during instrument check prior to surgery the roller no longer cuts properly, defective. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no related repairs to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The reported issue could not be duplicated. The event cannot be confirmed.

Event description:
There is no additional information.